Manufacturer narrative:
The device involved in the reported event was requested however to date it was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a healthcare facility in (B)(6) stated that the cutter didn't cut but aspirated during an anterior vitrectomy. No patient impact or injury reported.

Manufacturer narrative:
One 23ga vit cutter was returned in a plastic bag for evaluation. The original packaging was not returned. The plastic bag was inside an unknown pack tray with lot v8031 hand written on the plastic bag. Visual examination found the tip protector missing, the needle is not bent and the port window is in the opened position. Dried solution is visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using the stellaris pc system. The cutter did not cut. The inner needle was initially stuck but then broke loose and began moving. The cutter is clogged and will not aspirate and will not cut. Due to the evidence of use, the cause of the clog cannot be determined.